Event description:
The customer returned the device stating, ¿lec 46510 and a red screen appeared at startup¿; during device evaluation it was found the air detector damaged. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. Physical inspection: battery door damaged, air detector damaged, and downstream occlusion seal delaminated. The customer reported issue of ¿lec 46510 and a red screen appeared at startup¿ was confirmed. The probable cause was unknown. Replaced printed wiring assembly board. Further investigation found the air detector was damaged and replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.